Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown cause. A new ra lead with a different model was implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown cause. A new ra lead with a different model was implanted successfully. No additional adverse patient effects were reported. Additional information indicates that the atrial lead was no longer functioning at the desired level. The patient had a couple months of compromised av synchrony. This lead was replaced together with the device.